Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, no drops of insulin were seen exiting the cartridge pigtail; however, customer declined to load a new cartridge. Customer disconnected from cartridge pigtail, and delivered a bolus and performed load fill tubing until insulin drops were seen. Customer changed the infusion set and resumed insulin delivery. Customer's blood glucose level was 351 mg/dl.